Manufacturer narrative:
The 115.000 value was considered incorrect. The unit of measure for sodium is mmol/l. The investigation could not identify a product problem. The cause of the event could not be determined. Medwatch fields d1, d2, d4, g1, and g4 have been updated.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the sodium electrode on a cobas integra 400 plus. No units of measure were provided. The sample resulted in sodium values of 128.000 and 115.000.

Manufacturer narrative:
The serial number of the integra 400 plus analyzer is (B)(4). The investigation is ongoing. Medwatch field e1 initial reporter establishment name - the full name was provided as "(B)(6)".

Manufacturer narrative:
The investigation conclusion coding has been updated.